Manufacturer narrative:
PMA/510k: this report is for an unknown tibial nail. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, a connecting screw would not unthread easily from the tibial nail after insertion and locking was completed. It took 60 seconds to remove the aiming arm from the implanted nail. The aiming arm was maneuvered in different angles to remove the connecting screw. Procedure was completed successfully. Concomitant medical products: aiming arm (part unknown, lot unknown, quantity 1). This complaint involves one (1) unknown- nail: tibial. This is report 2 of 2 of (B)(4).